Event description:
It was reported that in the ICU/anesthesia after having introduced the needle, placing the catheter in the pt's clavicle, and the procedure was complete, the swg was to be extracted. It was at that time, the swg could not easily be removed, instead force was necessary. As a result, the swg twisted causing the outer wire to break away from the core and unravel. The clinician was able to remove the swg in its entirety from the pt by hand, without the need for surgical intervention. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.